Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a lost sensor alarm. Customer's blood glucose was 50 mg/dl. Customer reported that insulin pump was not communicating with the transmitter. During troubleshooting with test plug, minilink led blinked on and off. When customer removed sensor, it was found that cannula was a little bent. Customer was advised that sensor was not working and would be replaced.